Event description:
It was reported that "upon review of post op films, the surgeon observed that the rod was separated from the connector at caudal portion of the construct".

Manufacturer narrative:
X-rays were evaluated. It is most likely that the connector was not locked at the recommended torque and may have been locked at the tip of the rod which would increase the risk or disassembly.